Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was difficult to open, got stuck around row c, and was extending too far outward, exposing the retractor band, sensor, and solenoid. A field service engineer (fse) used an unused auxiliary cabinet on-site to obtain a replacement drawer and swapped it into the main unit to restore functionality. Later fse replaced the new drawer and customer tested the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer rail bearings on 6n main 4.1 were failing. When the drawer was pulled, it nearly pulled completely out of the unit. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.